Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: upon evaluation of the device, the screw on the torque knob needed to be tightened. Unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock will need new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. General maintenance and cleaning required at this time. Replacement of worn internal parts and unit needs heli-coils added to the large starburst threads. Root cause: the reported complaint was confirmed via inspection of the unit. The screw on the torque knob needed to be tightened. Unit received showing signs of wear, requiring general maintenance, cleaning, and replacement of worn components. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2007).

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was broken and had a torque issue. There was no delay in surgery and patient injury is unknown.